Event description:
N/a.

Manufacturer narrative:
The returned device analysis did not confirm the reported gripper issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information and return device analysis, a cause of the reported gripper issue could not be determined. The cause of the observed bulky gripper cover, fraying on the gripper cover and deformed gripper line (kinked) appear to be due to procedural conditions. The cause of the observed broken gripper lever cover tabs appears to be post procedural handling of the device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulties with gripper actuation. It was reported that a mitraclip procedure was performed to treat mitral regurgitation with grade 4. A mitraclip ntw was selected for treatment, but one of the grippers would not come down during the grasping of the leaflets. The clip device was then brought back into the left atrium (la) and troubleshooting was performed. Only one gripper would come down. The device was safely removed, and the procedure was successfully completed with another clip device. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.